Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl. Customer thought that the high blood glucose was due to the infusion set. Customer needed assistance with the meter option on their pump and the call was transferred. Customer declined high blood glucose troubleshooting.